Event description:
A 37 year old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported that an iliac dissection occurred during pump removal following impella support. It was further specified that the pigtail pulled part of the iliac during explant. A peripheral stent was subsequently placed to treat the condition. The patient was considered to be stable following the intervention.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical information provided, the cause of the vascular damage was not determined since product was not returned.